Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be confirmed. The evaluation found a damaged front panel and usb connector board. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that upon connecting the olympus, model cv-190 evis exera iii video system center for use, error "b30" was generated. The problem, as reported to olympus, was identified during receipt inspection. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the b30 error could not be identified, nor could the b30 error be confirmed/reproduced. Olympus will continue to monitor field performance for this device.